Manufacturer narrative:
This report is submitted on march 18, 2024.

Event description:
Per the clinic, open circuits were noted on all electrodes. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report.